Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on may 15, 2003 presented at follow up with the battery status of mol 2. Voltage 2.58 v. Cumulative charge time: 16.8 seconds. Only one shock was delivered at the induction. The device remains implanted. There is a concern voiced that the battery is depleting more rapidly than anticipated.